Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) called to receive assistance with his contour next meter. During the call, the customer performed a control test with his contour next meter and obtained a reading of 10 mmol/l at 11:53 a.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter, contour next test strips and contour next control solution from lot # 0bv2b21 for evaluation. The returned meter was tested with the returned test strips and control solution, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.